Event description:
Customer reported her insulin pump alarmed no delivery during a bolus delivery a few weeks ago. She was able to resolve the issue and continue insulin delivery. Customer was advised to call if the issue recurs for troubleshooting. Customer's last blood glucose was 205 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).